Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an un-specified procedure, the 2.25 x 12 mm xience prime stent was successfully implanted in the lesion. However, resistance was noted during advancement and removal of the delivery system with a non-abbott guide wire during the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.